Event description:
It was reported that the patient underwent a routine expected end of service pump replacement. When the abdominal incision was made and the catheter was disconnected from the pump, there was no retrograde flow of cerebrospinal fluid. The hcp opened the spinal site to evaluate and troubleshoot the existing catheter; the catheter had migrated out from the intrathecal space and was curled up in the spinal site. There was also scar tissue that surrounded the tip of the catheter which indicated the catheter had been out from the intrathecal space for at least several months. The patient never presented with any signs or symptoms of withdrawal and the patient's tone was controlled quite well; the managing hcp's had no suspicion that there was a problem with the device system. The hcp removed the existing catheter and replaced a new catheter, a new sutureless pump connector, and a new pump. The pump had already been prepared with 2000 mcg/ml baclofen. After surgery, the 2000 mcg/ml concentration was withdrawn from the drug reservoir and shortly after refilled with 500 mgc/ml baclofen. The pump was programmed to an infusion rate of 24 mcg/day. The patient went home on this rate and was doing well on that dose. The patient did experience some left foot spasms three days after he got home; this was controlled with oral baclofen.